Event description:
Balloon deflation and withdrawal difficulty.

Manufacturer narrative:
The report we rec'd from our affiliate indicated that the balloon would not completely deflate. Difficulty was experienced when trying to remove from the pt after post-dilatation of the stent in the carotid procedure. It kept catching on the stent and pulling on the distal protection device finally, but was removed after continuous suction applied to the device. The lesion was not pre-dilated. They first passed the angiogard wire sys and then a precise stent. The balloon was inflated at 10 atm with an indeflator. The prod looked perfect out of the package and was prepped by flushing and negative pressure are per "pip". The same indeflator was used for the prepping. There was no bending or kinking of the delivery sys as it was passed onto the wire or traversed to the intended lesion. The balloon looked completely normal during the time that it was inflated. There was no movement of the delivery system as the inflation was happening. At the time the physician pulled negative, the indeflator pulled back ok but the balloon did not deflate. A big syringe was used to deflate the balloon once the indeflator could not bring the balloon down. When the balloon finally deflated, it seems to be total delfated under fluoro. There was no adverse events to the pt. Please not that this prod, amiia periphreal dilatation catheter is distributed outside the united states, however, it is similar to the united states prod, aviator peripheral dilation catheter. The prod is to be returned for eval and testing, but it has not been yet rec'd. Add'l info will be submitted within 30 days from receipt.